Event description:
It was reported that the insulin pump had a battery cap that cold not be removed. The blood glucose reading was unknown. The customer stated that the insulin pump had been low on battery and she was unable to change the battery. There was also cosmetic damage observed at the battery chamber. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot. It was also received with a cracked display window, cracked display window corners, cracked battery tube threads, cracked reservoir tub lip, and broken belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.